Event description:
It was reported that prior to a cardioplasty procedure, there was a small hole in the package and the product could not be used. Another like device was used for the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: it was confirmed that the tyvek had staple holes. The packaging process does not use paper staples in its process. As the blister was not returned, no conclusion can be made about what may have caused the reported incident. The batch history records were reviewed with no protocols, defects or non-conformance noted.